Manufacturer narrative:
The exact date of the event was not provided by the customer, but it appears that panocell-10 ficin-treated lot number 27979-e may have been expired at the time of use. The customer was unwilling to provide further information or perform any additional testing at this time. No specific root cause or defect was identified. There is no specific action that users are expected to take to mitigate the reported device failure/malfunction. Immucor will continue to track and trend performance and operational issues such as described in this report. No samples or reagents were returned to immucor and no additional information was provided by the customer that would allow for further investigation. The immucor internal reference for the associated record is (B)(4).

Event description:
On march 10, 2025 a customer reported unexpected negative results for anti-dia using the panocell-10 ficin-treated manually.